Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire the system controller that was exchanged during this event for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing a driveline fault alarm on the system controller. The system controller was exchanged with another system controller. X-rays reviewed did not display any suspect areas of concern. Data log information reviewed by the manufacturer indicated a set speed of 9200 rpm with a low set speed of 8800 rpm. The file displayed ~21 low voltage/low battery hazard events during the ~21 day length of the event log. Site was advised to verify if patient is fully charging and changing batteries in a timely manner. The file displayed 4x driveline fault alarms including 4x yellow wrench advisories near the end of the file. The file displayed 2x driveline disconnect events due to the system controller exchange. After the system controller exchange, the patient continued to experience driveline fault alarms. Approximately 24 days later, the clinical representative reported that an onsite percutaneous lead continuity test was performed which did not reveal any broken wires. The patient has had no further alarms to date.